Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a maxzero splash. The clinician reported a "splash of patient body fluids into eye of employee from IV." The event occurred on unit 6g. Although requested, no additional user or patient information was provided.

Event description:
It was reported that there was a maxzero splash. The clinician reported a "splash of patient body fluids into eye of employee from IV." The event occurred on unit 6g. Although requested, no additional user or patient information was provided.